Event description:
Dizziness and muscle stimulation were reported for this pt on (B)(6) 2013. His/her pacemaker was then interrogated (on (B)(6) 2013) and it was found in standby mode (backup mode). It was then automatically re-initialized by the programmer. An explanation is requested.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.